Manufacturer narrative:
1.no nonconformance was found and recorded in the document (B)(4) after okb reviewed device history record (dhf) of the suspected meter (serial (B)(6) and strips (lot#: d220902b-4). 2.the meter was shipped to pdc on 2021-03-19, and strips with 2-year shelf life were manufactured on 2022-09-02. Because the suspected items was not returned to okb, the retained meter (serial (B)(6) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 2ah1a04 and exp. By 2025-01-31; batch# of level high: 2ah3a19 and exp. By 2025-01-31), gcs test results (level low: 67/63; level high: 327/328) met the acceptance criteria (level low: 30~75; level high: 230~340). 3.the root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.

Event description:
Caller stated that he sought medical attention on (B)(6) 2024 around 6 pm at home. Caller stated that he tested his blood glucose with this prodigy meter and is unable to recall the reading he received. Caller did state that two more tests were done with his prodigy meter and those readings were 588mg/dl & 483mg/dl. Caller also stated he is unsure of what a normal reading would be for that time of day. Caller stated that he was feeling nauseous and was using the bathroom a lot. He stated that he did not call paramedics. Caller stated that he went to (B)(6) urgent care located at (B)(6) . Caller stated that when he arrived at urgent care his blood glucose was 488mg/dl. Caller stated that he was given insulin to lower his blood glucose. Caller stated that there was no other treatment given not related to his blood glucose. Caller stated that his blood glucose before being discharged was 303mg/dl. Caller also stated that he now takes dapsone once a day instead of twice however he was unclear if this was prior to seeking medical attention. No additional information was provided.